Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2025. On 05/15/2025, the patient was laying in bed when she noticed the cgm was displaying "low". Based on the cgm, she took glucose tablets but did not check a finger stick reading for comparison prior to taking glucose tablets. Later, the patient took a finger stick reading and it showed a value higher than 600 mg/dl while the cgm was still displaying "low". The patient felt tired in bed. Her daughter was concerned and called 911. When the ambulance arrived, they checked a finger stick reading and it read, "high". The patient was transported to the hospital. Upon arrival, another finger stick reading was taken and it was above 900 mg/dl. The patient was treated with IV insulin. She was discharged on (B)(6) 2025 at 4:00pm. Upon discharge, her bg was approximately 120 mg/dl. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken after taking the glucose tablet. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.